Event description:
It was reported that during a da vinci-assisted radical hysterectomy procedure, the procedure went well until the last part when the surgeon was trying to close the vaginal cuff. The surgeon lost the vision of the monopolar curved scissor (mcs) instrument from the screen and possibly made some movements with the instrument without visualizing it. It is unknown if the mcs instrument was in following during the vaginal cuff closure or if there were any instrument collisions during the event. A few seconds later, the surgeon saw a huge hematoma and started to look for the cause of the bleeding. Since the surgeons did not find it, they decided to convert the procedure to open immediately. There was a 2mm hole on the aorta which was treated . The patient was kept in the hospital for observation but after few days, she went home. This was the surgeon`s first robotic hysterectomy which was carried out in the presence of a proctor. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) who obtained the following information from the surgeon: the surgeon did not pay attention and moved the endoscope, causing the mcs instrument to be out of view on the screen. The surgeon moved the endoscope again to try to find the mcs instrument, and in the process, possibly moved the mcs instrument as well, causing a puncture injury to the aorta. There was bleeding from the aorta as a result. The bleeding was stopped by converting the procedure to open and suturing the hole manually. There were no unexpected movements of the mcs instrument or system arms, no arcing incidents nor any product issues which caused the injury. There were no anatomical factors that caused the bleeding. The mcs instrument will not be returned to isi for evaluation as there is no allegation of a malfunction by the customer. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. However, the intra-operative injury can be possibly attributed to use-error as the surgeon may have moved an instrument without direct visualization. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. Per the instruments and accessories user manual for da vinci xi and da vinci x systems, the following general precaution for intra-operative use of instruments is noted: warning: do not manipulate instruments that are outside of the field of view. This may damage the instruments or injure tissue inside or outside the field of view. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. The system logs were also reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were observed: there is no evidence of non-intuitive motion in the logs. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted radical hysterectomy procedure, while the surgeon was performing closure of the vaginal cuff, the surgeon moved the endoscope and lost vision of the mcs instrument from view on the screen. As he moved the endoscope again to try and find the mcs instrument, a hematoma was found. The procedure was converted to open surgery due to the bleeding and a 2 mm puncture injury to the aorta was identified. The puncture was sutured manually. The patient was observed in the hospital for a few days and discharged well. There is no allegation of system, instrument or accessory malfunction during the procedure and no allegation that the da vinci system contributed to patient harm.